Event description:
A laser fiber broke off in patient's left ureter. Surgeon unable to remove fiber. It was a reusable fiber provided by laser company. Fiber had been processed 3 times, and is supposed to be able to be reprocessed up to 5 times.